Manufacturer narrative:
Of the two devices, two lot numbers were provided, and lot history reviews were performed. Two devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigation is confirmed for filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced migration. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The (B)(6) year old male patient was (B)(6) lbs and the weight of (B)(6) year old female patient was not provided.